Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found within specification in relation to the customer reported system error 345 alarm which was not reproduced during service. Evaluation found the upstream and downstream thermistors to exhibit a four-degree difference while running an infusion, which is within thermistor specification. A review of the event history log identified 'system error 345' messages. The ultrasonic sensor will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). There was no patient involvement. No additional information is available.